Event description:
1 false positive result [false positive investigation result], narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious), outcome "unknown", described as "1 false positive result". Relevant laboratory tests and procedures are available in the appropriate section. Additional information: customer indicated: standard antigen testing showed negative for flu and negative for covid. Fortunately, customer stockpiled four lucira units. One unit was defective and both gave an error on flu testing, and a false positive on covid. Using the remaining units, all came back positive for flu in consumer household. Thanks to lucira consumer was able to start treatment for flu on thanksgiving when everything was closed. It's not perfect and expensive however. But more accurate than standard antigen strip testing. Samples were not available. The reporter considered "1 false positive result" associated to covid-19 and influenza ivd device. Causality for "1 false positive result" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on 10jan2025 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for false positive result and invalid after test for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false positive, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0). All complaint investigations are trended. There is no current trend alert documented. No follow-up attempts are possible. Follow-up (06dec2024): this is a follow-up report from product quality group: duplicate case found. This is also a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent information will be reported under manufacturer report number: (B)(4). The new information reported from a consumer includes: clinical details. No follow-up attempts are possible. Follow-up (10jan2025): this is a follow-up report from product quality group providing investigation results.

Event description:
Event verbatim [preferred term] 1 false positive result [false positive investigation result], , narrative: this is a spontaneous report received from a consumer or other non hcp, program ID: 204185. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious), outcome "unknown", described as "1 false positive result". The reporter considered "1 false positive result" associated to covid-19 and influenza ivd device. Causality for "1 false positive result" was determined associated to covid-19 and influenza ivd device (malfunction). No follow-up attempts are possible.

Event description:
1 false positive result [false positive investigation result], narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious), outcome "unknown", described as "1 false positive result". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "1 false positive result" associated to covid-19 and influenza ivd device. Causality for "1 false positive result" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: customer indicated: standard antigen testing showed negative for flu and negative for covid. Fortunately, customer stockpiled four lucira units. One unit was defective and both gave an error on flu testing, and a false positive on covid. Using the remaining units, all came back positive for flu in consumer household. Thanks to lucira consumer was able to start treatment for flu on thanksgiving when everything was closed. It's not perfect and expensive however. But more accurate than standard antigen strip testing. Samples were not available. Follow-up (06dec2024): this is a follow-up report from product quality group: duplicate case found. This is also a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent information will be reported under manufacturer report number: (B)(4). The new information reported from a consumer includes: clinical details. No follow-up attempts are possible.

Event description:
Event verbatim [preferred term] 1 false positive result [false positive investigation result], , narrative: this is a spontaneous report received from a consumer or other non hcp from product quality group, program ID: (B)(4). A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious), outcome "unknown", described as "1 false positive result". Relevant laboratory tests and procedures are available in the appropriate section. Additional information: customer indicated: standard antigen testing showed negative for flu and negative for covid. Fortunately, customer stockpiled four lucira units. One unit was defective and both gave an error on flu testing, and a false positive on covid. Using the remaining units, all came back positive for flu in consumer household. Thanks to lucira consumer was able to start treatment for flu on thanksgiving when everything was closed. It's not perfect and expensive however. But more accurate than standard antigen strip testing. Samples were not available. The reporter considered "1 false positive result" associated to covid-19 and influenza ivd device. Causality for "1 false positive result" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on 10jan2025 and 04feb2025 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for false positive result and invalid after test for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false positive, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0)). All complaint investigations are trended. There is no current trend alert documented. No follow-up attempts are possible. Follow-up (06dec2024): this is a follow-up report from product quality group: duplicate case found. This is also a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent information will be reported under manufacturer report number (B)(4). The new information reported from a consumer includes: clinical details. No follow-up attempts are possible. Follow-up (10jan2025): this is a follow-up report from product quality group providing investigation results. Follow-up (04feb2025): this is a follow-up report from product quality group providing investigation results.